Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Attorney alleges the patient has suffered physical injury, including but not limited to repeated and unnecessary high-voltage shocks of electricity through the chest, as well as an unacceptable increase in the risk of fracture, resulting in further injury and possible death. The patient "suffered physical and other injuries as a result of the recalled lead". As a result of the defective sprint fidelis lead wire system, the patient has suffered physical and emotional injuries, including but not necessarily limited to death, emergency and additional surgeries to remove or replace the defective leads, unnecessary shocking, additional medical monitoring, and various physical manifestations or extreme emotional distress. It is further alleged that the patient had "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish."

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to a failed ring repair. Per the response from the health-care provider, "results repair not satisfying, surgeon decided for replacement."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Through follow up with the health care provider (via email), additional information was received. An operative report was requested, however, it was not provided. Device not returned.